Event description:
(B)(4). Heavy bleeding, migraines, depression worsened, iron dropped, vit d deficiency, uterine biopsy due to a typical cells, uterine inflammation, mirena iud implanted due to heavy bleeding.